Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The issue was decided to be reported based on available information as a failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. According to the information provided by the technician, the safety valve pull magnet incl. Bracket was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. Additionally, the connection on the pneumatic backplane board was bent and the board was replaced as a precaution. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/01/2022. Corrected manufacture date: 12/17/2021.

Event description:
Manufacturer's ref. #:(B)(4).